Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an over-infusion of 25.0%. Walkmed infusion performed further failure investigation and identified normal wearing components as the cause due to the customer's failure to maintain the device.

Event description:
During a customer's testing of the device, the pharmacy technician noticed that the device in question had failed flow testing by an over-infusion approximately between 12%-19%. During product evaluation, walkmed infusion observed the device to over-infuse by 25.0%.